Event description:
The patient's parent reported the battery was "leaking a clear liquid". A replacement battery was sent to the patient. There was no report of injury to the patient.

Manufacturer narrative:
This type of event is addressed in the device labeling.